Event description:
It was reported that pump displayed cartridge change error and cartridge o-ring was found missing or damaged. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed pump from case, replaced and filled new cartridge, inspected and cleaned pneumatic tap area, and planned to complete loading new cartridge and call back if problem continued; no additional information was received regarding the outcome of the event.